Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed error 2162 on the error log but was unable to reproduce the issue since the error was sporadic. The fse replaced the nozzle head with a suction pad and performed sorter adjustments. The aia-900 analyzer performed as intended and returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2018 to aware date 08nov2019. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [2162] c.transfer dropped cup cause: the cup hold sensor failed to detect the cup before it was released. Action: please contact the tosoh local representatives. Check s063, the cup pickup position for each mechanism, and the cup hold mechanism. The probable cause of the issue is attributed to faulty nozzle head. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting sporadic error message 2162, c.transfer dropped cup, on the aia-900 analyzer. The customer noted the sorter would pick up a cup, then drop it in the sorter. The customer also reported sporadic internal barcode read errors but when scanned with the handheld barcode reader, no errors appeared. In addition, the customer reported error when performing dilutions. When a dilution of >1:100 was performed, the analyzer gave a sample clog error. Additionally, the customer reported discrepant progesterone ii (prog ii) and estradiol (e2) results. An initial progesterone ii result of >h was obtained. Upon retest with dilution, a result of 24 ng/ml was generated. Similarly, an initial e2 result of >h was obtained. Upon retest after dilution, a result of 2,400 pg/ml was generated. A field service engineer (fse) was dispatched to address the reported issue. There was no indication of patient intervention or adverse health consequences due to the event.